Event description:
Information received by medtronic indicated that the customer received an insulin pump had pump error alarm. The troubleshooting was performed and the customer stated that the pump was not exposed to a high magnetic field. Customer also stated they were able to clear the alarms and had passed the self-test and displacement test. Customer stated the pump was not dropped or bumped. It was advised to check the error table and it was indicated to replace the device. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.